Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got pump error but customer cannot remember the error number, pump turned off after, customer noticed water in the screen. Customer stated that they tried putting in a new battery, now shows an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.